Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
On the (B)(6) 2020, the patient returned to the hospital for follow-up with a history of persistent anemia that was not improving. A CT scan was performed was showed no apparent endoleak but there was evidence of a aneurysm rupture. The patient's condition was described as stable and there was no bleeding into the abdominal cavity apparently because of it being sealed by organs. In (B)(6) 2019, the diameter of the aneurysm had increased to 83mm. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 68 mm diameter abdominal aortic aneurysm. The etbf2516c145ej was implanted via the right approach. The etlw1620c156ej was implanted contralaterally in the common iliac artery (cia). The etlw1610c156ej was extended ipsilaterally to the external iliac artery (eia). A non-medtronic device was also implanted in the eia. It was reported that during follow-up CT approximately a year and a half later, a type ib endoleak and enlargement of the aneurysm diameter was found. An additional intervention was performed, with an endurant ii limb (etlw1610c199ej) implanted to treat the type ib endoleak. A non-medtronic device was also implanted near the femoral artery, as the eia was dissecting. It was suspected that this dissection has been caused by the index procedure. A type iiib endoleak was also suspected, so angiography within the stent graft was attempted. A hole in the main body stent graft was noted with contrast leaking into the aneurysm. A non-medtronic vascular plug was implanted to embolize the hole in the graft, and the intervention was completed. The physician stated the cause of the type ib endoleak was possibly due to a short landing zone in the index procedure. The cause of the type iii endoleak is undetermined. No additional clinical sequelae were reported and the patient is fine.